Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime, excessive no delivery test, displacement test and rewind test. Unable to perform occlusion test due to motor error alarm. Motor passed motor test. No unexpected failed battery test alarm noted. Pump received with corroded battery tube, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that insulin pump had failed battery test. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.